Manufacturer narrative:
Update 28th november 2019. CAPA 004611 has been investigated to investigate this issue further. Investigation is in works. Risk was assessed and was deemed a minor risk.

Manufacturer narrative:
Update 10 july 2020 (follow up 011) (complaint#1-588916881) the status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Overall status: on track. Ca1: action owner assigned. Ca2: action owner assigned. Ca3: action owner assigned. Ca4: work initiated. New battery identification is in progress. Ca5: work initiated. Document reviewed and it is concluded that document and its content is not actual anymore. Plan is to make it inactive with a "not applicable" rationale. Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Due to a defective battery, the case of the free fit product has melted slightly. Main board is also damaged.

Manufacturer narrative:
Update (B)(6)2020. The root cause of this failure mode has not been identified to date. Investigation is in progress.

Manufacturer narrative:
Update (B)(6)2020. The root cause of this failure mode has not been identified to date. Investigation is in progress.

Manufacturer narrative:
Update (B)(6)2020. Capa004611 has been initiated to investigate battery melting issue. Root cause of failure has been attributed to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Corrective action plan is inworks and will involve - IFU update. Maintenance to include annual battery exchange. - service manual. Maintenance to include annual battery exchange. - change battery type.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Manufacturer narrative:
Update (B)(6)2020 capa004611 has been initiated to investigate battery melting issue. Corrective action plan: ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. (Due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Manufacturer narrative:
Update 06 aug 2020 (follow up 012) (complaint#(B)(4) ) investigation and findings the status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611 ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due (B)(6)2020 ). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due(B)(6)2020 ). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due(B)(6)2020 ). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due (B)(6)2020 ). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due(B)(6)2020 ). Ca 6: create new service note including implementation. Annual battery exchange (due (B)(6)2020 ). All corrective actions can be completed independently. Overall status: on track. Ca1: draft currently being reviewed. Ca2: initiated. Ca3: draft currently being reviewed. Ca4: new battery identified. Discussing required resources and approach with sustaining team. Ca5: completed with rationale. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2. Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly.main board is also damaged.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Manufacturer narrative:
Update 04 sept 2020 (follow up 013) (complaint#: (B)(4). The status of CAPA: 004611 is currently at implementing actions and is on track. Corrective action plan CAPA: 004611. Ca 1: user guide update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery where used in 1053 boms. (Due dec. 1, 2020). Ca 5: service spec update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Overall status: on track. Ca1: draft prepared and reviewed. Ca2: draft prepared and reviewed. Ca3: draft prepared and reviewed. Ca4: new battery identified. Sustaining design change initiated. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 document released . Training is prepared and ready for submission. Other actions taken: review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on CAPA: 004611 once the CAPA actions are implemented.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Manufacturer narrative:
Update 01 oct 2020 (follow up 014) (complaint# (B)(4)). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611: ca 1: user guide update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery where used in 1053 boms. (Due dec. 1, 2020). Ca 5: service spec update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Overall status: on track. Ca1: -proto version of IFU submitted. Ca2: -proto version of IFU submitted. Ca3: -proto version of IFU submitted. Ca4: new battery identified. Sustaining design change initiated. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 document released . Training is prepared and ready for submission. Other actions taken: review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Manufacturer narrative:
Update 18th december 2019. Investigation for this issue is in progress and is being captured under CAPA 004611. Risk associated with this failure mode has been deemed minor.

Manufacturer narrative:
Update 30 oct 2020 (follow up 015) (complaint#(B)(4)). The status of capa004611 is currently at implementing actions and is on track. Corrective action plan capa004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Ca1: -proto version of IFU released with eco#34938. Ca2: -proto version of IFU released with eco#34938. Ca3: -proto version of IFU released with eco#34938. Ca4: new battery identified. Ecr#18858 is released. Dcp doc-048835 released. Bom changes prepared with eco#34922. Tech. Design review doc-048834 released. Verification plan and protocol are released. Verification is started. Estimated completion is week 02 nov 2020. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 released with dco#40712. Eleap training is prepared and ready for submission. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment. Effectivity check to be completed on capa004611 once the CAPA actions are implemented.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged. No patient injury.

Manufacturer narrative:
Update 27 nov 2020 (follow up 016) (complaint#1: (B)(4). CAPA: 004611 has been generated to investigate this issue. Conclusion on root cause is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. CAPA actions ongoing and are on track: corrective action plan CAPA: 004611. Ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). Ca1: proto version of IFU released with eco#: 34938. Translations completed. Final eco#: 35568 is submitted. Ca2: proto version of IFU released with eco#: 34938. Final eco#: 35568 is submitted. Ca3: proto version of IFU released with eco#: 34938. Final eco#: 35568 is submitted. Ca4: new battery identified. Ecr#: 18858 is released. Dcp doc-048835 released. Tech. Design review doc-048834 released. Verification plan and protocol are released. Verification report is released with dco#: 45578. Battery is released with eco#: 35633. Rii for battery is submitted with dco#: 40855. Bom changes are prepared with eco#: 34922 (awaiting battery delivery confirmation). Dmr updates are prepared with dco#: 45744 (awaiting battery delivery confirmation). Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 is released. Eleap training is prepared and ready for submission. Other actions taken: weekly follow-up meetings scheduled. Review of additional received complaints has been completed. Severity, probability and risk level remains unchanged. There is no need for updating risk assessment.

Manufacturer narrative:
The freefit was returned to (B)(4) for evaluation and repair. It was confirmed that the freefit housing was melted. A new freefit , battery and lid was fitted. Freefit tested successfully ok and rem probe`s calibrated. Justification for not providing below information and applicable sections: patient information - no patient involvement, issue occurred when charging battery and it was not in use at the time of the incident. Date of event - date of event is unknown and will be requested from the customer. Relevant tests / laboratory data - this is not applicable as no patient injury reported. Other relevant history, including preexisting medical conditions: this is not applicable as no patient injury reported. Lot # - this is not applicable as the medical device does not have a lot number. UDI - information not available at the time of the report this will be submitted in the follow up report. Expiration date - information not available at the time of the report this will be submitted in the follow up report. If implanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. If explanted date (mm/dd/yyyy) - this is not applicable as the medical device is not implantable. Reprocessor name and address - this is not applicable as the medical device is not a single-use device that was reprocessed or reused on a patient. Concomitant medical products and therapy dates (excluding treatment of event) - this section is not applicable to this type of device. For use by user facility / importer - not applicable as we are not a facility or importer of device. If nd, give protocol # - this is not applicable as the medical device is not ind. Adverse event terms - this is not applicable to medical devices. Manufacture date - information not available at the time of the report this will be submitted in the follow up report. If remedial action initiated , check type - this is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i (f), list correction / removal reporting number - this is not applicable as there was no action reported under 21usc 360i(f).

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged.

Manufacturer narrative:
Update 11 june 2020 (follow up 010) (complaint#(B)(4)) the status of (B)(4) is currently at implementing actions and is on track. Corrective action plan (B)(4) ca 1: user guide (7-50-1220-xx) update - including translations. Maintenance to include annual battery exchange. ( due oct. 1, 2020). Ca 2: service manual (7-50-1050-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 3: reference manual (7-50-0930-en) update. Maintenance to include annual battery exchange. (Due aug. 1, 2020). Ca 4: change battery (8-73-02200 where used in 1053 boms). (Due dec. 1, 2020). Ca 5: service spec. (0-80-00311) update. General review, template and battery exchange (due dec. 1, 2020). Ca 6: create new service note including implementation. Annual battery exchange (due jul. 1, 2020). All corrective actions can be completed independently. Effectivity check to be completed on (B)(4) once the CAPA actions are implemented.

Manufacturer narrative:
Update 17th january 2020 root cause investigation plan has been devised and is in progress. It is anticipated that that investigation will be completed and a root cause summary report will be available by 31st january 2020.

Event description:
Due to a defective battery, the case of the freefit product has melted slightly. Main board is also damaged. No patient injury.

Manufacturer narrative:
06 jan 2021 (follow up 017) (complaint# (B)(4)) conclusion on root cause of this event is related to stress placed on the battery caused by repeatedly overcharging due to charging procedures controlled by implemented firmware in combination with actual use scenario. Capa004611 was generated to investigate this issue. Corrective action plan for capa004611 ca 1: user guide (7-50-1220-xx) updated - including translations. Maintenance to include annual battery exchange. Ca 2: service manual (7-50-1050-en) updated. Maintenance to include annual battery exchange. Ca 3: reference manual (7-50-0930-en) updated. Maintenance to include annual battery exchange. Ca 4: changed battery (8-73-02200 where used in 1053 bill of materials). Ca 5: service specification. (0-80-00311) updated. General review, template and battery exchange. Ca 6: created new service note including implementation. Annual battery exchange. Final status of capa004611 ca1: -proto version of IFU released. Translations completed. Ca2: -proto version of IFU released. Translations completed. Ca3: -proto version of IFU released. Translations completed. Ca4: completed as follows: new battery identified and released. (B)(4) - 1053 freefit battery change - design planning checklist released. (B)(4) - 1053 freefit battery change - technical design review record released. Verification plan and protocol are released. Verification report is released. Rii for battery is released . Bom changes are released. Dmr updates are released. Ca5: completed with this rationale: "task is not applicable. Document is reviewed and it is concluded that its content is not actual anymore and does not need to be updated. Purpose of document was originally intended as an pre-input for creating initial revision of the service manual. Service manual update is captured under ca2". Ca6: qms-005706 - fs - service note 20-01 annual 1053 aurical pmm battery replacement work instruction released. (Including eleap training set up). Effectivity check plan will be carried out on capa006611 as follows: continue complaint trending on quarterly basis on the issue (melting plastic in battery compartment) for one year from implementation of actions. New battery is part no. 031814 (panasonic: bk200aab). Acceptance criteria: < 1 complaint involving the new battery. Fail criteria: > 0 complaint involving the new battery. Risk was assessed as minor (3) and product risk is considered tolerable, as per qms-001647 risk management instruction for the potential hazard of minor user burn, and delayed patient diagnosis if equipment becomes non-functional. The benefit of the device outweighs the minor risk remaining. File attachments

Manufacturer narrative:
(B)(6)2019 - additional information added: date of manufacturer: 24 sep 2010. Expiration date:24 sep 2015.

Manufacturer narrative:
Issue found was due to a defective battery. CAPA(B)(4) has been raised to investigate battery failures by engineering.